Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely decreased calcium2 results for several patients on an alinity c analyzer. The following data was provided (customer¿s reference range is 2.2-2.6 mmol/l): sample ID: (B)(6) initial result was 0.3327, repeat results, on another analyzer, were 2.4012 and 2.4671 mmol/l. Sample ID: (B)(6) initial result was <0.25, repeat results, on another analyzer, were 2.5089 and 2.3238 mmol/l sample ID: (B)(6) initial result was <0.2504, repeat result was 2.3034 mmol/l. There was no impact to patient management reported.